Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were "58 mg/dl" on their meter and "104 mg/dl" on the lab test. Tests were done within 10 minutes with a difference of 44%. Patient did not experience any adverse events.